Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain two. The hp had disconnected from the hc during dwell without using the proper disconnect procedures and reconnected without using proper aseptic technique. The hc alarmed after they had connected back to the setup. The hp had already cleared the alarm. The technical service representative (tsr) arranged to swap the hc for an unrelated issue. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.